Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated there was an issue with a segment in the display of the coaguchek xs meter. The numbers in the display were faint, bars were missing in the digits, and some symbols did not appear at all. This may lead to incorrect result interpretation. There was no allegation of an adverse event. The meter was requested to be returned for investigation.

Manufacturer narrative:
The meter was returned for investigation. The display issue was determined to be due to the conductor tracks being interrupted.